Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the luer hub fitting has a crack during tightening process, it was used on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one connector assembly, a threaded compression cap, and a compression sleeve for analysis. Dust caps were secured onto both luer connections upon return. Signs of use were observed on and within the returned components. Visual analysis revealed the blue venous luer hub contained a crack. Stress marks were also noted around the threads. Microscopic examination confirmed that the damage on the luer hub aligned with the threads on the dust cap. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. No defects or anomalies were observed on the red arterial luer hub, threaded compression cap, nor compression sleeve. Both luer connections were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." A lab inventory syringe filled with water was used to flush each extension line. The red arterial luer connection flushed as intended without signs of leaking. The blue venous luer hub leaked from the crack when flushed. A manual tug test confirmed both luer hub were securely attached to their respective lumens. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connect or failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the blue venous luer hub contained a crack and damage consistent with overtightening or repeated tightening of the hubs and becoming pinched between the threads of the dust caps. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the luer hub fitting has a crack during tightening process, it was used on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".